Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'locator kink'. The exact root cause was unable to be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal locator became kinked during use. The device was intended to achieve hemostasis following a percutaneous coronary intervention (pci). Upon insertion into the artery, the tip of the locator became kinked due to severe calcification. A small incision was made, and a second attempt was made to insert the assembly. However, the kink worsened, and the device was not used. A second angio-seal device was utilized to continue the procedure, and hemostasis was successfully achieved. Estimated blood loss was less than 250 cubic centimeters. A pre-deployment angiogram was performed. The ancillary sheath size used was 7 french. The puncture site was the right common femoral artery. The vessel diameter was 9 millimeters. The event resulted in patient injury and required medical intervention. No additional equipment or devices were used with the angio-seal device.